Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker was noted to be in backup vvi mode resulting in pacemaker syndrome and fatigue. A device restoration was performed. No adverse consequences or complications were noted after the device restoration.